Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy during spinal navigation. After placement of the reference system on the patient's spine and acquisition of the 3d scan there was a significant inaccuracy (approximately 7 mm) was detected during navigation. No motion of the reference system with respect to patient's anatomy occurred. Possible instability of the tracker was installed on the competitors imaging system detector. It was recommended to recalibration the navigation system with the competitors imaging system interface. Both imaging and navigation were aborted causing no delay to the procedure. No reported impact to the patient. Additional information was received. It was reported that the inaccuracy was not related to the software, but with the third party imager interface. There was a shift with the medtronic interface installed on the detector of the third party imaging system, likely due to a collision. The issue was resolved by repositioning and recalibrating the medtronic interface on the third party imaging system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736093, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.